Event description:
It was reported that the insulin pump alarmed during priming and rewind phase. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor during the basic occlusion test due to loose motor drive support disk. Motor was tested out side of the device and passed.